Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Serial# reported - (B)(4).

Event description:
The customer alleges that the unit is overheating during use. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). According to the records of the vendor (pegasus), the unit in reference did not present any problems or malfunction during the production process. The heater was tested in accordance with pegasus' procedure and was found to meet specifications. The estimated age of the unit is approximately 2499 days. The unit was not returned for evaluation; therefore, the complaint could not be confirmed. If the unit is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the unit is overheating during use. No patient injury or harm reported.